Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw materials which were delivered as lots #023004, #947001, #739301, #16600 and #13294 are corresponding to the specifications. The hardness was measured at the time of the manufacturing at 45,2 hrc and was found to be good. There was a nonconformance report created about an undersized diameter. All parts were reworked. This non-conformance has no bearing to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a trial implant holder barrel was stuck and would not grasp the trial implant while performing an l5/s1 lumbar disc procedure on the patient, making chiseling impossible. A 10 minute delay of surgery and no patient harm was reported this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: (B)(4) implants (srw651r/ srw654r/ srw760r/ srw761) show deformation on the proximal end of the barrel mechanism. The trial holder (sfw565r) shows no abnormality. A functional test was performed with the returned parts. The handle (sfw565r) has shown no malfunction or deformation and the attaching of a new trial implant worked without any difficulty (coupling mechanism). The trial implants (srw651r/ srw654r/ srw760r/ srw761) show plastic deformations in the area of the barrel mechanism. Based on the design of the coupling mechanism (handle and trial implant) such deformation may be most likely a result of the combination of applied forces (hammering) and a not properly assembled instrument. Therefore it can be concluded that the deformation on the trials lead to the increased attaching forces. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.